Event description:
The customer reported the system beeps every 15 or 20 seconds and system gives a device failure/service required error, therapy switch failure.

Manufacturer narrative:
(B)(4). The customer reported the system beeps every 15 or 20 seconds and system gives a device failure/service required error, therapy switch failure. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.